Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the unknown reamer head does not stay connected on the synream flexible shaft and they disengaged during an orthopedic procedure. The procedure was completed by using another reamer shaft to complete procedure. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. This report is for one (1) 5.0mm flexible shaft this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: state: (B)(6). H3, h4, h6: a review of the device history record part: 352.040 , lot: 2100191 , manufacturing site: bettlach , release to warehouse date: 09.jul.2004 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary complaint summary: it was reported that on (B)(6) 2019, the unknown reamer head does not stay connected on the synream flexible shaft and they disengaged during an orthopedic procedure. The procedure was completed by using another reamer shaft to complete procedure. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. Flow: device interaction/functional visual inspection: the synream flex shaft (part # 352.040, lot # 2100191, mfg # 09-jul-2004) was received at us cq with no visual defects. The flex shaft looks a bit worn from use. Functional test: a functional test could not be performed since the reamer head was not returned to us cq. The complaint was not able to be replicated, therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed on the sw 5 f10 e 5.78 dimension. The outer diameter of the hex shaft from flat to flat measured 4.98 mm (caliper ca818). This is within specification of 4.942 mm to 4.99 mm, based on drawing d0011182 rev 12. Document/specification review: conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.